Event description:
It is reported that the device was implanted in 2008 and was revised approx three months later, due to the patient having several dislocations.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to several dislocations with the implantation of the versys endo femoral head. No product, x-rays, and/or photos were received for evaluation. The patient was of large build. Patient activity, history of instability, bone loss, muscle laxity, and disease conditions are all factors that could influence a patient's susceptibility to repeated dislocations. This information was not provided. Based on the provided information a probable cause can not be determined. H6: other - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.